Event description:
Per autopsy, cause of death dislodgement of left atrial appendage closure device placed for treatment of atrial fibrillation due to atherosclerotic and hypertensive cardiovascular disease.